Event description:
It was reported that the log files were submitted for analysis. Prior to downloading the data, the patient had an emergent orthopedic procedure, which was complex regional pain syndrome (crps) in both hips, postoperative diagnosis was bilateral slipped capital femoral epiphysis (scfe). After anesthesia induction, they had a suction event that required volume and a decrease in rpms from 5800 to 5500, where they stayed throughout the procedure. During the intraoperative procedure, upon transesophageal echocardiogram (tee), the right atrium looked as if it was a "shaken snow globe". They also had a suction event on 12sep2025, which may also be found in the data, that occurred during an increase in rpms from 5700 to 5800 that resulted in returning to 5700 rpms and administered volume. They are requesting an evaluation of the pump data for concerns for an emboli and pump interference. The event log captured low flow alarm as well as brief low flow estimates with the calculated pulsatality index (pi) was elevated on (B)(6) 2025 from 12:55 to 13:14. The estimated flow was fluctuating below 2.5 lpm threshold. The estimated flows were averaging from 1.7 to 2.4 lpm and pi was averaging from 6.3 to 8.9 during these events. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the event log. There did not appear to have been any type of external mechanical circulatory support (mcs) equipment issues causing these events. These appeared to have been physiological in nature. The event log contained clusters of pi events from to 14sep2025 to15sep2025. It appeared that there were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct (B)(4), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms and pulsatility index (pi) events; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 14sep2025 through 15sep2025. The majority of the data consisted of pi events. A low flow hazard alarm was captured on 15sep2025 when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on lvas, (B)(4), with no further issues reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbookare currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU also states that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 5 of the IFU, ¿surgical procedures¿ includes information for priming the pump as well as de-airing the pump. Section 5 warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.